Manufacturer narrative:
(B)(4).

Event description:
A power on reset (por) condition was reported. The pt was unable to adjust stimulation. Add'l info has been requested, but was not available at the time of this report.